Manufacturer narrative:
The device was not returned for evaluation. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, an infection occurred and the left corpora herniated. The device was replaced with a malleable prosthesis.